Event description:
Discordant advia centaur toxoplasma g (toxo g) results were obtained for two different samples from the same patient with lot# 189. One result was equivocal and the other result was positive. The previous results for this patient were negative with lot# 188. The samples were tested on two alternate methods and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
The cause for the discordant advia centaur toxoplasma g (toxo g) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results. Human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested. The presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested."

Manufacturer narrative:
Siemens filed the initial MDR on june 14, 2013. 11/18/2013 additional information: the customer sent four patient samples to siemens healthcare diagnostics for further testing and investigation. Two vials from draw date (B)(6) 2013 and 2 vials from draw date (B)(6) 2013. The samples are all from the same patient. All the samples tested positive for toxo plasma g across lot numbers 189, 192, and 194. Toxoplasma g results (iu/ml): sample b ((B)(4), draw date (B)(6) 2013): lot #: result: 189, 14.42, 192, 23.65, 194, 11.85. Sample a ((B)(4), draw date (B)(6) 2013): lot #: result: 189, 15.28, 192, 25.08, 194, 13.35. The patient samples were tested for ana and ama presence. Samples a is a high negative (18.3 iu/ml, cut-off is 23 iu/ml) when tested for ana and ama. Samples b is positive (23 iu/ml) when tested for ana and negative for ama. Sample a may contain an unknown interfering substance. Sample b was positive for ana with 23 iu/ml and negative for ama. The IFU states in the limitations section: "the presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxoplasma g assay and give falsely positive or falsely negative results. These samples should not be tested."